Event description:
On (B)(6) 2011, the patient/lay-user's mom contacted lifescan (lfs) alleging that her son was experiencing an "er1" warning issue with his one touch ultramini meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9 am. She claimed "half four" after the alleged issue started, he felt "low blood sugar" symptoms. The patient's mother stated that he manages his diabetes with insulin (no adjustments) and due to the alleged issue on (B)(6) 2011 at 9:40 am he received more food/drink. She reported that his blood glucose was tested with another meter on (B)(6) 2011, at 9:40 am and result of "80 mg/dl" was obtained. The patient's mother reported that in response to his symptoms, between 9:15 am to 9:30 am, the patient received more food and drink by a non-hcp. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims her son was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of possible hypoglycemia which required treatment after the reported issue began.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on 11/23/2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery and an eeprom failure issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.